Event description:
User indicated a few samples gave erroneous results. The following example was provided: initial calcium result of 6.0 mg/dl. Same sample repeated recovered 6.8 mg/dl. Initial result was not reported. The field service rep determined there was a problem with the r2 stirrer. The instrument was repaired. The user reports no further occurrences.